Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed a service code 203 and had a damaged electrode belt connector. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor displayed service code 203 (pulse test fault). Upon investigation, q12, q13, q16, and q17 (high voltage transistors) were found to be intermittent on the defibrillator board and the belt connector was found to be damaged. The cause of the service code 203 was the intermittent transistor. The root cause of the defective transistors was unable to be positively identified. The root cause of the damaged connector was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.